Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that one of the infusion sets came off the body of her child. She stated that while her son was sleeping, the infusion set tubing disconnected from the infusion set at the quick release. She noticed it on the day of this report. The site location was his upper buttock and the pump was beside him in bed. The infusion had been in use for one day or possibly two days and the infusions were stored in a cupboard in the kitchen, not near the oven or anything. The patient's mother was not sure if there was stress or pull on the tubing. The pump was on the ground when they found it and it had dropped with the set connected to his body. No further information available.